Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photo displays an unused device but does not show the reported defect. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the holder during blood collection. The sample did not need to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4 medical device lot #: 5001681 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle separated from the holder during blood collection. The sample did not need to be recollected. No adverse impact was reported regarding the patient or user.